Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The root cause of the discrepant negative reaction in d(rh1) antigen typing obtained for the patient sample could not be determined. No general product failure has been found. There is no indication that the mts gel card is not performing as intended. No definitive root cause has been identified although. No reported harm came to the patient. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents and analyzer to perform as intended. Email address for contact office above is (B)(6). Mxp# (B)(4), qerts# (B)(4).

Event description:
A customer complained about what was described as a discrepant negative d(rh1) antigen typing result for a patient sample in conjunction with their ortho vision ID mts analyser. Complainant/complaint reporter: mr (B)(6) medical technologist. Date of event: (B)(6) 2021. Reported on: 11 june 2021 by mr (B)(6) to ortho care helpdesk. Reagents ortho mts a/b/d monoclonal & reverse grouping card lot 030121037-10, expiry date 22 december 2021; manufacture date 22 march 2021. Software version: (B)(4). The customer reported that, on 10 june 2021, they had tested a patient sample for d(rh1) antigen typing using ortho mts a/b/d monoclonal & reverse grouping card sub lot 030121037-10 in conjunction with their ortho vision ID mts analyser and that they had obtained a negative reaction. As per site policy, an abo recheck specimen was collected as no historical blood type was available for this patient. The customer reported that they had tested this recheck sample from this patient for d(rh1) antigen typing in manual tube method and that they had obtained a positive reaction with the anti-d reagent. No further detail provided. The customer reported that they had retested the original sample for d(rh1) antigen typing using ortho mts a/b/d monoclonal & reverse grouping card sub lot 030121037-10 in conjunction with their ortho vision ID mts analyser and that they had obtained a positive reaction (4+ reaction strength). No further detail provided. The customer reported that a biased result was reported to a physician. The customer reported that the patient was not harmed as a result of the reported event.